Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as electrical, radiographic, functional and flow testing. The evaluation determined that the issue was caused by deformation in a valve seat. It was determined that the valve deformation was not related to a manufacturing process or design defect. The exact root cause could not be determined but may be related to unapproved drug usage. Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate on three occasions, and the device was explanted on (B)(6) 2017. Pump therapy is intended to treat symptoms associated with epilepsy with 66 mg valproate/day. The patient experienced increased seizures during the event.